Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/04/2018, that on (B)(6) 2018, a pairing failure between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. The reported bluetooth pairing failure was confirmed via data. Also, the data evaluation confirmed a permanent signal loss. The root cause of the pairing failure was determined to be signal loss. The reported issue of pairing failure is reportable based on the finding of a loss of connection.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it failed. Data was evaluated and it confirmed the customer complaint, as well as a loss of connection. The reported event of pairing failed was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Upon further review, this record has been determined to not be reportable based on confirmation that no loss of connection occurred. Please disregard initial and follow-up reporting under MFR# 3004753838-2018-76832.